Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose level was 200 mg/dl. Troubleshooting determined the cartridge to be the cause for the reported occlusion alarm. Customer successfully loaded a new cartridge onto the pump.